Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that it had been greater than 3 hours since cooling began, and patient was not at target on the arctic sun device. Nurse stated that the "timer said it had 24 hours left to cool" and nurse adjusted it to 3 hours so they would get "colder faster". Mis explained that t the timer was for 24 hours of maintenance and that the device would cool the patient as fast as it could. Nurse changed the time back to 24 hours. Nurse confirmed that the patient temperature was 33.7c, target temperature was 33c, water temperature was 6.5c and flow rate was 2.0lpm. The patient was covered with 4 medium pads with good body surface area coverage. Nurse said the trend indicator had been showing thermoneutral or one to 3 bars up throughout cooling. Mis discussed causes of heat generation and the use of counter warming, suggested nurse to look at patient protocol for interventions. Nurse was unable to get serial number. Per follow up information received via phone on (B)(6) 2023, it was reported that therapy was completed and there was no impact to the patient. The device did not go to biomed, and the nurse did not remember details but, nurse remember that mis walked nurse through how to troubleshoot the device and it worked.

Event description:
It was reported that it had been greater than 3 hours since cooling began, and patient was not at target on the arctic sun device. Nurse stated that the "timer said it had 24 hours left to cool" and nurse adjusted it to 3 hours so they would get "colder faster". Mis explained that t the timer was for 24 hours of maintenance and that the device would cool the patient as fast as it could. Nurse changed the time back to 24 hours. Nurse confirmed that the patient temperature was 33.7c, target temperature was 33c, water temperature was 6.5c and flow rate was 2.0lpm. The patient was covered with 4 medium pads with good body surface area coverage. Nurse said the trend indicator had been showing thermoneutral or one to 3 bars up throughout cooling. Mis discussed causes of heat generation and the use of counter warming, suggested nurse to look at patient protocol for interventions. Nurse was unable to get serial number.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.